Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0376 showed no other similar product complaint(s) from this lot number. The device has not been returned yet.

Event description:
It was reported that the healthcare professional experienced difficulty removing the wire. Once the wire was removed it was alleged to be frayed. Procedure was completed without any patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a broken 70-cm guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle (and possible formation of a residue plug within the needle), causing breakage upon retraction. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The IFU states: ¿if using a micropuncture set, insert the flexible end of the microintroducer guidewire into the needle. Advance the microintroducer guidewire as far as appropriate. Verify correct positioning, using fluoroscopy or ultrasound. Gently withdraw and remove the needle, while holding the guidewire in position. Caution: if the microintroducer guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ ¿remove the needle while holding the guidewire in place. Wipe the guidewire clean and secure it in place. Caution do not pull back standard guidewire over needle bevel as this could sever the end of the guidewire. The introducer needle must be removed first.¿ a lot history review (lhr) of reaz0376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the healthcare professional experienced difficulty removing the wire. Once the wire was removed it was alleged to be frayed. Procedure was completed without any patient injury.